Event description:
Customer reported her ms optium blood glucose meter was "reading 200 points lower than what it actually was". Customer reported a reading of 200 mg/dl, while a lab reading was reported to be 400 mg/dl. She reported symptoms including: feeling "fatigued, tired". She was diagnosed with severe hyperglycemia and was given insulin.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.